Manufacturer narrative:
H10 device evaluation: one device was received without its original packaging. No damage could be found under visual inspection or after functional testing. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Based on the analysis conducted in the sample provided, no defects were detected in sample received. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff was leaking. No injury reported.